Manufacturer narrative:
(B)(4).

Event description:
It was reported an asymptomatic patient presented to the operating room for a scheduled system replacement procedure to address the noted atrial lead noise. Device interrogation revealed an auto mode switching episodes existent a month prior to the procedure due to oversensing lead noise. The atrial lead was able to be extracted with simple traction and replaced. No adverse events occurred from the procedure. The patient was stable before, during, and after the procedure and will continue to be monitored with routine follow-up.